Event description:
It was reported that the health care professional (hcp) could not discern if this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the atrial channel or if the rhythm was true atrial fibrillation (af). Technical services (ts) reviewed the reports and noted that it appeared to be true af as anti-tachycardia pacing (atp) was delivered and did not terminate the rhythm. It was noted that the af amplitudes were low and resulted in atrial undersensing. Thus, atp was delivered as the ventricular rate was higher than the atrial rate. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.